Event description:
Pt called in (B)(6) 2013, to inform pdc of medical intervention that occurred on (B)(6) 2013, at 10:30 am. Pt reported testing on her prodigy meter and receiving a reading of 23 mg/dl. She just woke up but felt hungry and was shaking. She consumed a soda and 3 pieces of candy. Pt tested on prodigy meter again and had a result of 323 mg/dl. Medics were called 20 minutes later and pt ate candy while waiting. Upon arrival, medic's meter's reading came in at 119 mg/dl. It was determined pt did not need medical attention. Pt also stated that she went to the hospital on (B)(6), due to her meter not working right. No previous reports of incident (s) on file. Per pt, last meter readings are: 7-day avg 208 mg/dl, 14-day avg 180 mg/dl, 28-day avg 201 mg/dl, (B)(6), 11:03 am 409 mg/dl; (B)(6), 9:18 am 323 mg/dl; (B)(6), 9:18 am 23 mg/dl; (B)(6), 12:53 am 168 mg/dl; (B)(6), 6:28 pm 207 mg/dl. Prodigy sent a replacement meter, batteries, ts, cs, and a prepaid envelope to pt and requested return of suspect product (s) for evaluation.